Event description:
It was reported that the caller experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by disconnecting from their body, performing the fill tubing to verify drops at the end, and then resuming insulin delivery.